Event description:
Home patient (hp) reported feeling overfilled while using the homechoice cycler for apd therapy. Hp states he felt the homechoice had a "bad computer" and requested a replacement cycler. Hp was unable to provide any further details. Follow-up with the health care professional (hcp) reveals the hp had not informed hcp of an overfill nor did any info gathered from hp's chart history indicate an overfill had occurred. According to hcp, she has no details to provide, however, she will follow up with hp and forward any further info to baxter health care. Hp states there was no patient injury or medical intervention.